Manufacturer narrative:
The event occurred in (B)(6) and will be handled with the (B)(6) medicines agency.

Event description:
The event has happened in (B)(6) and will be handled with the (B)(6) medicines agency. The report is an informative info. The user was walking with his gait trainer (crocodile) when the right front wheel fell off. The user fell in an unfortunate way, where the handle poked his torso. He was brought to a hospital where a splenectomy was performed. He was in the hospital for 5 days.